Manufacturer narrative:
It was reported that "one patient that participated in a study, according to her records, approx. 1 yr after ending the study, she broke her ceramic prosthesis and underwent a hip revision,(B)(6) 2019, which was previously reported. She has continued to have difficulty with postoperative infections as well as developed left foot pain. She was recently diagnosed with mrsa and was referred to a specialist for treatment in (B)(6) 2020. No further information known at this time. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent antibiotic treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that "one patient that participated in a study, according to her records, approx. 1 year after ending the study, she broke her ceramic prosthesis and underwent a hip revision,(B)(6) 2019, which was previously reported. She has continued to have difficulty with postoperative infections as well as developed left foot pain. She was recently diagnosed with mrsa and was referred to a specialist for treatment in (B)(6) 2020. No further information known at this time.